Event description:
A hospital in (B)(6) reported that there was a leak from the expiratory limb of an rt340 adult dual-heated evaqua breathing circuit during set up. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was returned to the manufacturer for evaluation. The complaint device was visually inspected, pressure tested, and submerged in a waterbath to test for leaks. Results: the pressure test revealed that there was a leak. The waterbath test revealed that there was a leak at the patient end connector of the expiratory limb. A visual inspection revealed that there was not enough glue present at the patient end connector. A lot check could not be performed as no lot number was present. Conclusion: the observed leak was caused by insufficient glue being injected into the evaqua limb connector during the assembly process and this was not picked up during the pressure test. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. The user instructions supplied with the rt340 breathing circuit state: "perform a pressure and leak test on the breathing system, and check for occlusions before connecting to a patient"; "set appropriate ventilator alarms;" "fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." (B)(4).